Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it is remains implanted. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause cannot be conclusively determined; however, patient factors and surgical technique likely contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, a 25mm mitral valve was implanted and patient developed moderate-to-severe aortic regurgitation from commissure between right and left coronary cusps at implant. Two stitches from the side close to the anterolateral commissure between the anterior and posterior leaflets were removed and cor-knot was used to tie the valve down. Aortic insufficiency was resolved and trivial central leak was noted. Patient also underwent tricuspid valve repair with an edwards ring during the procedure. Patient had a seizure early on post operative day one. It was noted patient had developed pseudoaneurysm of her aortic arch. On post operative day three, patient developed av block with junctional rhythm. Patient was discharged on post operative day 14.